Manufacturer narrative:
A complete lead was returned for analysis. Regarding the complaint of inappropriate hv output it was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The complaint of a defected helix was confirmed. The reported event was isolated to the damage found at the connector region and the blood found in the helix housing which are consistent at the time of the procedure. After the lead was cut the helix could extend and retract. The full helix extension was within product specification. All damaged found are consistent with procedural damage.

Event description:
The patient presented in clinic following inappropriate defibrillation therapy. Diagnostic imaging was performed and indicated the lead was dislodged, resulting in the inappropriate therapy. The lead was explanted and replaced to resolve the issue and the patient was in stable condition.